Manufacturer narrative:
252020 #2360696 3009771. Material #: 252020 . Lot/batch #:2360696 & 3009771. Bd received samples and photos for investigation. Bd was able to confirm the defect of precipitation, no biological contamination was not found. Additionally, retention samples from bd inventory were evaluated and the no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd bbl¿ xld agar bacteria colonies were found in the media. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer¿s report, bacterial colonies were found in the media before opening the sleeve.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2360696, d4. Medical device expiration date: 29-apr-2023, h4. Device manufacture date: 26-dec-2022. D4. Medical device lot#: 3009771, d4. Medical device expiration date: 04-may-2023, h4. Device manufacture date: 09-jan-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd bbl¿ xld agar bacteria colonies were found in the media. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer¿s report, bacterial colonies were found in the media before opening the sleeve.